Event description:
It was reported that this was an arteriotomy closure using a prostyle device relative to a transcatheter aortic valve implantation procedure. Reportedly, there was a faulty prostyle device that required surgical intervention and removal from the patient's femoral artery. Hemostasis was achieved via surgical intervention. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
Visual and functional analysis was performed on the return device. The reported entrapment could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot of specific issue. Based on the information provided and return device analysis, it is likely that the guide separation and damages occurred due to challenging anatomy, high angle of insertion, or aggressive downward torsional pressure. A separated guide likely would have induced bilateral needle to cuff miss and subsequent device entrapment. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.